Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device interrogated recommended replacement time (rrt). The battery longevity was less than expected. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Performance data collected from analysis of the device memory indicated the battery impedance trend was rising.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.